Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, by stryker, it was observed that the device would not power on with ac or dc power. In this state, the need for therapy could not be determined, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker technician evaluated the customer's device and observed that the device would not power on with ac or dc power. After replacing the power pcb, capacity and power supply, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates a stryker technician evaluated the customer's device and observed that the device would not power on with ac or dc power. After replacing the power pcb, capacity and power supply, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h11, additional mfg narrative of the initial medwatch report should indicate a stryker technician evaluated the customer's device and observed that the device would not power on with ac or dc power. After replacing the power pcb, capacitor, inductive capacitor and power supply, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon inspection, by stryker, it was observed that the device would not power on with ac or dc power. In this state, the need for therapy could not be determined, if it were needed. There was no patient use associated with the reported event.